Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that she is unable to read half of her pump. She stated she first noticed this about a month and a half ago. She states she can make out some characters on the right side of the display, but left side is completely unreadable and could cause problems reading numbers or messages. No adverse event alleged. A request was made for the return of the device.